Event description:
Voluntary medwatch form received notes that a patient presented with oversensing noise on the atrial lead. No changes or intervention were reported; the device will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5119704.